Event description:
During deployment of two overlapping cypher stents, the lesion occluded. Pci was informed on this pt who presented for elective treatment of two lesions. First was a 34% de novo lesion in the left main of 25mm in length in an unk vessel diameter. The type c, eccentric lesion was also described as diffused, slightly calcified and at a bifurcation. The second lesion was a 50% de novo lesion in the proximal left circumflex of unk length and diameter. The type c, eccentric lesion was also described as tubular, slightly calcified, introitus, tortuous and bifurcated. Pre-procedure medications included aspirin 200mg/day, ticlopidine hydrochloride 200mg/day and isosorbide mononitrate 40mg/day. Intra-procedure medications include heparin 6000u, aspirin 200mg/day, ticlopidine hydrochloride 200mg/day and isosorbide mononitrate 40mg/day.